Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump usb port was observed to be damaged, and the pump will no longer charge. The customer's blood glucose level was 147 mg/dl. The customer reverted to an alternate method for insulin therapy.